Event description:
It was reported a balloon ruptured during a subclavian vein angioplasty procedure. Following balloon rupture resistance was encountered withdrawing balloon catheter through the introducer sheath. An inability to withdraw the balloon catheter through the introducer sheath resulted in removal of the balloon catheter and sheath as a unit through an access graft. Following removal of the balloon catheter it was noted a portion of the balloon material had detached and remained in pt. The pt was transferred to another facility for successful surgical retrieval of the detached balloon material. The pt's condition is good. This device has not been rec'd for eval. Therefore no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated a pressure gauge was not used to determine the adequate dilating force within the balloon. Additionally, co's f/u revealed resistance was encountered removing this balloon catheter through the introducer sheath. Co believes the above factors may have contributed to this event. However, co cannot determine the exact cause for this event. Directions for use state: "it is essential that an inflation device with a pressure gauge be used to monitor pressure within the balloon to determine that adequate dilating force is applied while not exceeding the maximum limits of the product...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully. If resistance is felt when removing a guidewire through a catheter or if resistence is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catehter or vessel."